Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the 50 ml bd plastipak¿ luer-lok¿ syringe experienced leakage past the plunger the following information was provided by the initial reporter from (B)(6): while preparing a cyclophosphamide infusion I drew up 50 ml of water with a 50 ml syringe from aposet01. When drawing up the syringe started to leak heavily and the whole vqb got wet. From the bottom of the plunger came all the water that I was drawing up.

Manufacturer narrative:
The following fields were updated due to additional information: d.9. Device available for eval?: yes. D.9. Returned to manufacturer on: 1/24/2022. H.6. Investigation: one sample was provided to our quality team for investigation. Through visual inspection, the syringe was observed to be dented between the 30ml and 40ml markings, preventing proper sealing of the stopper when moved across this point, resulting in the leak reported. A device history review was performed for the reported lot2103502, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. Final products in this manufacturing line, for this reference are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures. The areas where pieces move within the manufacturing equipment are protected to avoid damage on the product. While we could not identify a direct issue, it was determined the damage was likely caused as a result of the product jamming within the manufacturing equipment.

Event description:
It was reported that the 50 ml bd plastipak¿ luer-lok¿ syringe experienced leakage past the plunger. The following information was provided by the initial reporter from dutch: while preparing a cyclophosphamide infusion I drew up 50 ml of water with a 50 ml syringe from aposet01. When drawing up the syringe started to leak heavily and the whole vqb got wet. From the bottom of the plunger came all the water that I was drawing up.